Manufacturer narrative:
Eval: cartridge lot number search; injector lot number search. Results (other): a cartridge lot number search was performed and four similar complaints were found. An injector lot number search was performed and two similar complaints were found. Conclusions (other): based on the complaint history and lot number searches, a likely root cause of the event has been determined to be due to the injector and cartridge.

Event description:
The reporter stated an eyeonics lens was torn upon insertion and was removed with no pt injury. Another same type lens was implanted. The reporter stated it was the surgeon's opinion that the likely cause of the iol damage was due to the msi-tf injector and the mtc-60c fp cartridge.